Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, black image was noted, the cable was twisted, nonwatery tightness and it had broken wires. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus, during preparation, the hd autoclavable camera head had no image. It was noted that no procedure was affected by this event as it occurred outside from the procedure. There was no harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the device evaluation found that the cable was twisted, and the cable wire was broken. Therefore, it is possible that the video function did not function properly due to the cable failure; however, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.